Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose of 42 mg/dl to high blood glucose of 481 mg/dl. The customer declined to troubleshoot. The insulin pump will not return for analysis.